Manufacturer narrative:
Additional info: implant date: if implanted; give date: the lens was implanted early (B)(6). The exact date was not provided; thus (B)(6) 2015 was used as the best estimate. Corrected data: further information was provided regarding the event and is different than initially reported. Outcomes attributed to adverse event: no intervention was performed thus the outcome has been updated to other serious from required intervention to prevent permanent impairment/damage. It was reported that the intraocular lens (iol) was implanted and the patient was complaining of glare and blurred vision. Further, it was reported that the lens had lathe lines. No patient injury was reported and the lens remains implanted. No further information was provided. Explant date: if explanted; give date: na (not applicable). To date, the intraocular lens remains implanted. In the initial MDR it was indicated the lens was explanted. (B)(4). Explant of intraocular lens was initially reported; however, the lens was not explanted as originally reported. Remove this patient code which is not applicable. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process that were related to the customer's reported complaint. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; and the lens meets the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The lens met specification prior to release. The lens remains implanted in the patient¿s eye; however, a photo of the lens was provided for evaluation. The first ring and the optic center can be seen. Based on the photo, it is not possible to make a conclusion. Since the lens is still implanted, it cannot be determined if there is a product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient complaining about glare and blurred vision. Further, it was reported that the lens had lathe lines. No patient injury was reported. No further information was provided.